Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed because the receiver would not turn on, even with a good known battery. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver and battery were troubleshooted. No issues were found with the battery but found defective u5 at the main board. U5 was found to be hot to the touch. The receiver log was not downloaded for review because the receiver would not turn on. The allegation was confirmed. The probable caused is defective u5 at the main board. No injury or medical intervention was reported.